Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation with a guidewire stuck inside of the catheter. The hub, shaft and tip were microscopically examined. The device was soaked for a period of 48 hrs in a 37c bath to see if the guidewire could be removed. The guidewire would not exit the catheter. The device was stretched and separated at 44 cm to 54 cm from the strain relief and also 71 cm to 178 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter shaft fracture occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During preparation, it was noted that the microcatheter showed a broken plastic shaft. The procedure was completed with another of the same device. No patient complications reported and patient condition was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(6). (B)(4).

Event description:
It was reported that catheter shaft fracture occurred. A 135/10 renegade hi-flo kit was selected for use. During preparation, it was noted that the microcatheter showed a broken plastic shaft. The procedure was completed with another of the same device. No patient complications reported and patient condition was stable.